Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that they recognized that the sound of controller alarms were too low. Patient controller was located in patient pack when alarm went off. An elective controller exchange was performed. It was stated that the controller exchange corrected the issue and is working fine, presently. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. A sound level meter was used to measure the high priority alarm when no pump was connected and it measured 85 db at 1 meter which was within the design specification of 79 db to 100 db at 1 meter. Additionally, the other high priority no power alarm sounded for 2 hours 15 minutes when tested in the lab, which meets the specifications of at least 15 minutes when there is no power to the device. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.